Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged trunk cable. The trunk cable was cut, damaging the yellow (pgnd) and white (drvn gnd) wires. The root cause for the cut cables could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving a service code 204. The pt was issued a replacement electrode belt.